Event description:
Patient later reported right side "I had recalled allergan breast implants...they were textured and silicone filled", "I'm very sick", "I had 160cc of silicone throughout my chest cavity", "I almost died", "they're still trying to find out what's wrong with me. I lost everything because I couldn't move; this is not device related. They found a plastic was in my body that I'm allergic to".

Event description:
Patient reported right side "due to pain, they couldn't sleep", "implant found to be ruptured", and "removed 160cc of yellow puss from chest when implant was removed." Patient also reported "health starting declining", "couldn't walk", "couldn't lift their arms", "their liver was failing", "they almost died", "diarrhea and vomiting", "they had a large sore on their forehead", "parasite, infection, and fungus that was manifesting from their face to their neck", "they can not go out in public without coverings on their face", ¿multiple issues with their skin¿, "their heart rate goes up and has stopped", and "they have auto immune disease¿; these are not device related. Patient later reported "I had recalled allergan breast implants...they were textured and silicone filled", "I'm very sick", "I had 160cc of silicone throughout my chest cavity", "I almost died", "they're still trying to find out what's wrong with me. I lost everything because I couldn't move; this is not device related. They found a plastic was in my body that I'm allergic to". Patient later reported "can't go out because she's so deformed", "autoimmune issues", "has no energy", "brain fog, "skin started breaking out with ulcers all over face, neck, everywhere". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "abscess" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and abscess.

Event description:
Patient reported right side "due to pain, they couldn't sleep", "implant found to be ruptured", and "removed 160cc of yellow puss from chest when implant was removed." Patient also reported "health starting declining", "couldn't walk", "couldn't lift their arms", "their liver was failing", "they almost died", "diarrhea and vomiting", "they had a large sore on their forehead", "parasite, infection, and fungus that was manifesting from their face to their neck", "they can not go out in public without coverings on their face", ¿multiple issues with their skin¿, "their heart rate goes up and has stopped", and "they have auto immune disease¿; these are not device related. Device has been explanted.